Event description:
A customer reported the unit of measure had changed in their freestyle flash meter. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product has been rec'd. It is under investigation; a f/u report will be submitted. Customers and retailers have been informed.